Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and download test due to button keypad anomaly. No button error alarm noted. No frozen screen noted. The insulin pump passed idle current test. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 107 mg/dl at the time of incident. The customer reported that the button error alarm was still on the screen after battery change. The customer stated that the time did not advance on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.